Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient requested MRI compatibility guidelines. The patient wanted to know if they could get an MRI if there were partial leads in their body. They further explained that they had their implant removed, but the physician could not get all of the lead out of their body, so they left it in. The patient stated that they had their device removed because they had no one to help them manage it (referred to manufacturing representatives). The patient also stated that their doctor determined they weren¿t getting enough therapeutic benefit from the device. They mentioned that during their explant surgery, the physician also did surgery on their pinched nerve, and on other issues related to their arthritis. The patient noted that they were unsure if their pinched nerve and arthritis was device related. They mentioned having a few falls, but were told that the falls did not do any harm to their pinched nerve. The patient stated that their arthritis has made it so that they cannot move or walk with her right leg. The patient was to follow up with their healthcare provider; the MRI guidelines were faxed to the patient¿s physician. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.